Manufacturer narrative:
Per investigation by the manufacturing site: a connecting rivet has come loose in the joint on the distal side. This is due to a manufacturing defect (investigation carried out by the supplier). The weld seam on the back part was not deep enough. An employee did not drill the hole deep enough. The following information can be found in the manufacturer's 8d report (202452). "Main cause / causes: rivet has come loose: weld on the jaw part not deep enough: countersink on the jaw part too small. Employee did not countersink correctly" this event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the small pin that helps the grasper close on one side is broken. No negative impact in state of health reported.